Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator appropriately entered automatic mode switching episodes during an atrial flutter. However, the device exhibited intermittent atrial undersensing during post-ventricular atrial blanking. No changes were discussed nor made. No other information was provided.